Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing, each drawn with horse blood, mixed, kept at room temperature for 30 minutes, and centrifuged. The supernatants were then decanted and examined under magnification for any signs of gel globules and none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode, however it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings can impact the quality of the serum and the presence of gel globules/particles/smearing. Bd is working closely with the supplier of the gel used in these tubes to improve its stability and minimize the formation of gel anomalies. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced oil gel globules. The following information was provided by the initial reporter. The customer stated: oil droplets and suspected oil slick.